Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was not getting pain relief despite multiple reprogramming attempts and complains of essential tremors that are aggravated by the use of the spinal cord stimulator (scs). The patient was also experiencing pain that begins from under the right breast and radiates into the mid back. The patient underwent an ipg explant procedure and the leads remain implanted. The explanted ipg was not returned.